Event description:
It was reported that a patient underwent a surgery with two peek interbody spacer devices at l3 to 5. Six months postoperatively, it was discovered via x-ray that the patient's spinous process was fractured at l4 for which no treatment was performed. The fracture was reportedly asymptomatic and the patient was closely monitored for follow ups. Imaging examinations prior to the event onset showed no problem. However, it was revealed that increased interspace between spinous processes was not maintained as intended from the image obtained on (B)(6) 2014 (after the event onset). The event was reported as non-serious. On (B)(6) 2014, the event was resolving. The physician commented that the patient¿s condition once improved but relapsed with 50 % intensity.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that: on (B)(6) 2014, the event was resolving. Also, it was reported by the physician that the symptomatic relapse was not an adverse event.